Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had exhibited high out of range right ventricular (rv) lead pacing impedance measurements above 3000 ohms. Technical services (ts) was consulted and noted several pacemaker mediated tachycardia (pmt) event, as well as right atrial (ra) lead appeared to be exhibiting loss of capture or farfield oversensing. This crt-d system remains in service. No adverse patient effects were reported.